Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. In the cardiovascular intensive care unit (cvicu) the patient was receiving an angiomax infusion. The angiomax bag was 250ml. The volume to be infused was 118ml per the pump; however, 190ml remained in the bag. The actual volume should have been 132ml remaining. The dose had been increased several times, and the partial thromboplastin time (ptt) lab value did not change. The line was assessed, and blood was aspirated back. The new angiomax bag was started with new tubing and the pump was swapped. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: b6, h6, and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.